Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer service provided guidance for resetting the pump, after which the malfunction code did not recur, and the customer was able to continue using the pump.